Event description:
It was reported to manufacturer that the high lead impedance resulted from a system diagnostic test when the vns patient's device was tested. The physician reviewed x-rays and it was communicated that the lead pin did not appear to be fully inserted passing through the connector block. The patient also reports nausea post implantation as well as muscle spasm sensation around the left ear, and is not sensing stimulation of the device. Attempts to obtain additional information from the physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.